Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. It was reported during the impella placement in the right femoral artery the device came out of the left ventricle after the repositioning sheath was placed. The decision was to remove the impella and insert a new impella. The new impella was placed and the repositioning sheath placed with intra-aortic balloon pump in the left femoral artery. The physician reportedly stopped treatment and called time of death.